Event description:
It was reported that segms noted noise on the atrial lead. The noise was reproduced with isometric exercises. The atrial sensitivity was set to 0.5 mv and the p-waves measured at 1.5 mv. The device will remain implanted and follow-up will continue.